Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5-describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the power connector of the unit and metallic surfaces were corroded, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. Additionally, contamination of dust/dirt was found on the inside of the device. The device was scrapped. Section h6, component code has been corrected in this report. Section(s) h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto. That the device power connector was corroded, and corrosion on metallic surface. There was no patient harm or injury. During the evaluation of the device, the third party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings of corrosion, dust or dirt. In addition, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.